Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("auto immune disorder") in an adult female patient who had essure (batch no. A20069-invalid, a20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included body mass index normal, hemorrhagic ovarian cyst, perihepatitis and loop electrosurgical excision procedure. Current weight 140 lbs. Concurrent conditions included cervical dysplasia, human papilloma virus infection, menses irregular, lsil, human chorionic gonadotropin negative, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, hyperplasia endometrial, adenomyosis and stenosis. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2016 for pelvic pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), migraine ("migraine headaches") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/ lower back"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), allergy to metals ("sudden onset of nickel allergies"), abdominal pain upper ("stomach pain") and headache ("migraines / headaches"). The patient was treated with surgery (da vinci hysterectomy, bilateral salpingectomy,cytoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, abdominal pain upper and headache outcome was unknown and the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, migraine, alopecia, dyspareunia, allergy to metals, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, plaintiff sought medical treatment on multiple occasions relating to the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Discrepancy noted in essure insertion date was (B)(6) 2013 and in current pfs was (B)(6) 2012 she did not claim that essure worsened a previously existing injury/condition current weight 140 lbs. In (B)(6) 2013, plaintiff had an hsg test performed (result not provided). In pfs it was reported as do not recall undergoing a confirmation test (discrepancy noted) on (B)(6) 2016, right peritubal intestinal adhesions, right periovarian adhesions, right tubal endometriosis and left peritubal adhesions. There was clear cut adenomyosis developing on both cornual region with swelling, distortion, and a large amount of both corneal regions with the proximal one-third of the tube significantly enlarged and distended with some sort of inflammatory response in response to the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia and dysmenorrhea and following one was described in patient's medical record- did not undergo essure confirmation test. Lot number: a20059. Manufacturing date: 2012-06 ,expiration date: 2015-06. Lot # (a20069) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("auto immune disorder") in an adult female patient who had essure (batch no. A20059, a20069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included body mass index normal, hemorrhagic ovarian cyst, perihepatitis and loop electrosurgical excision procedure. Current weight 140 lbs. Concurrent conditions included cervical dysplasia, human papilloma virus infection, menses irregular, lsil, human chorionic gonadotropin negative, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, hyperplasia endometrial, adenomyosis and stenosis. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2016 for pelvic pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), migraine ("migraine headaches") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/ lower back"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), allergy to metals ("sudden onset of nickel allergies"), abdominal pain upper ("stomach pain") and headache ("migraines / headaches"). The patient was treated with surgery (da vinci hysterectomy, bilateral salpingectomy,cytoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, abdominal pain upper and headache outcome was unknown and the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, migraine, alopecia, dyspareunia, allergy to metals, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, plaintiff sought medical treatment on multiple occasions relating to the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Discrepancy noted in essure insertion date was (B)(6) 2013 and in current pfs was (B)(6) 2012. She did not claim that essure worsened a previously existing injury/condition current weight 140 lbs. In (B)(6) 2013, plaintiff had an hsg test performed (result not provided). In pfs it was reported as do not recall undergoing a confirmation test (discrepancy noted) on (B)(6) 2016, right peritubal intestinal adhesions, right periovarian adhesions, right tubal endometriosis and left peritubal adhesions. There was clear cut adenomyosis developing on both cornual region with swelling, distortion, and a large amount of both corneal regions with the proximal one-third of the tube significantly enlarged and distended with some sort of inflammatory response in response to the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia and dysmenorrhea and following one was described in patient's medical record- did not undergo essure confirmation test most recent follow-up information incorporated above includes: on 9-may-2019: pfs & mr received: new reporters were added, plaintiff¿s address, date of insertion updated. Patient 's date of birth and demographic details ,lot number , new events added- vaginal bleeding, headache, dental problems, pelvic pain, stomach pain and did not undergo essure confirmation test. Events onset date, medical history, concomitant condition and concomitant drugs. Outcome of events abnormal bleeding was updated to recovered/resolved. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), allergy to metals ("sudden onset of nickel allergies") and menorrhagia ("prolonged menses"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, migraine, alopecia, dyspareunia, allergy to metals and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, plaintiff sought medical treatment on multiple occasions relating to the symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results: in (B)(6) 2013, plaintiff had an hsg test performed (result not provided). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.